Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the helix and damaged/defective device allegations were confirmed based on the field report, the finding of dried blood in the helix housing and the x-ray observation of a stretched helix. Lead resistances measure normal indicating conductors are intact. X-ray showed no fracture.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension and retraction issues. Lead tested outside patient and worked fine, but insitu helix would not extend after more than 30 turns. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. After lead removal, scrub tech extended the helix but damaged it in the process. No adverse patient effects were reported.